Manufacturer narrative:
The returned device was evaluated and no damages or defects were noted that may cause swelling at the infusion site. The exact cause of the reported swelling could not be determined. The exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours on the leg.